Event description:
It was reported that there were concerns that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd) issues. Boston scientific technical services (ts) performed a data analysis and found that the device's increase in power consumption is consistent with the hydrogen degradation of a component. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.